Event description:
It was reported that the user experienced elevated blood glucose, with a reported value of 220 mg/dl followed by 190 mg/dl, and self-administered 20 units of subcutaneous insulin from an external pen, after which they were instructed to disconnect from the ilet. Symptoms included hyperglycemia. Outcomes included troubleshooting guidance and user education. Investigation included customer interview and technical support review. Investigation of this case revealed use of external insulin concurrent with the ilet, which warranted device disconnection per use guidance. It was concluded that the device performance could not be assessed due to external insulin use and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.